Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via ispr (implantable systems performance registry) in regards to a patient that was being treated with prialt intrathecal (10.0 mcg/ml) at a dose rate of 2.497 mcg/day. The refill programming date was on (B)(6) 2014 at 0238. The indication for use was noted as non-malignant pain. It was reported that the healthcare provider (hcp) examined the patient on (B)(6) 2014 and found the patient experienced drug side effects, including tinnitus and hallucinations. The patient's dose of prialt was decreased by 29%, during the refill and programming session on (B)(6) 2014. The patient's dose of prialt was decreased during the refill and programming session on (B)(6) 2015. The healthcare provider (hcp) examined the patient on (B)(6) 2014 and found the patient's drug side effects, that included tinnitus and hallucinations were gone. The patient's dose of prialt was slightly increased during the refill and programming session on (B)(6) 2014. The healthcare provider (hcp) examined the patient on (B)(6) 2014 and found the patient's auditory hallucinations and tinnitus recurred after the prialt dose went over 3 mcg/day. The patient's dose of prialt was decreased to below 3 mcg/day during the refill and programming session on (B)(6) 2015 (incorrectly reported: date listed was prior to the date of the report). The healthcare provider (hcp) examined the patient on (B)(6) 2015 and found the patient did not have any more hallucinations. The patient resolved without sequelae on (B)(6) 2015. The drug side effects were noted as related to the drug, device or therapy, and not related to the implant procedure. The severity of the event was noted as mild. If additional information becomes available a follow-up file will be submitted.